Event description:
The initial reporter received a questionable troponin t hs elecsys result from one patient sample tested on the cobas e 801 analytical unit. The initial result was not reported outside of the laboratory. The questionable result did not match the patient's clinical diagnosis, alerting them to an issue with the result. The patient sample was rerun on the analyzer and their other e 801 analyzer. The initial result from the analyzer was 104 ng/l. The first repeat result from the other analyzer was <3 ng/l. The second repeat result from the analyzer was <3 ng/l.

Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6). The investigation is ongoing.

Manufacturer narrative:
B6 relevant tests/laboratory data and b7 other relevant history updated. Based on the information provided, the cause of the event could not be determined. The investigation excluded a general reagent problem.